Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following the intra ocular lens (iol) implantation procedure, the implanted iol partially fall back due to posterior capsule or the zonules broke. The iol was removed and replaced during the initial procedure without any harm to the patient. Additional information was requested. A questionnaire was received.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic is pressed between two posts of the lens case. The file indicated the use of qualified associated products. The root cause for complaint was determined to be unrelated to the iol. Information was provided that "there is nothing wrong with the lens, itself". The posterior capsule or the zonules broke causing the iol to partially fall back into the posterior segment of the eye. The lens was explanted and an anterior segment iol was put in. The manufacturer internal reference number is: (B)(4).